Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that due to anatomic stress incontinence, grade 3 uterine and vaginal prolapse, the patient had a laparoscopy hysterectomy with bilateral salpingo-oophorectomy, anterior and posterior colporrhaphy and tension free vaginal tape obturator technique on (B)(6) 2011. The patient experienced recurrence pain, erosion, extrusion, infection, urinary problems, dyspareunia and vaginal scarring. No additional information provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.